Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after a recent device change out, the lead showed "elevated' impedance on the right ventricular (rv) lead. The patient was brought back into surgery to reset the lead into the header. There were more normal impedances; however, a couple of episodes of high impedance were also seen. Additional information was received which indicated that the patient presented to the emergency room (ER) due to inappropriate shocks. An x-ray confirmed that the lead tip had moved back near the tricuspid valve, which the physician believes led to the lead sensing the atrial fibrillation, which in turn caused the inappropriate shocks. The lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.